Event description:
Facility reported that the tip of the first bur used turned red and then broke off in the patient's wrist. The doctor removed the tip and tried again with a new bur. The second bur broke off and the doctor was unable to remove the tip from the patient's wrist.

Manufacturer narrative:
Manufacturer evaluation summary - product was returned from customer and is being evaluated by company personal at the time of the filing of this report. The investigation is not complete. Customer returned one broken piece and five additional pieces from the same lot. The five undamaged products were tested for dimension of the point. One of the five was tested for hardness. Hardness testing of the sample was found to be within specification. Conclusion: a definitive cause for breakage of the bur has not yet been identified.